Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy, sacrospinous ligament suspension, and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the subject experienced right buttock numbness and pain. The subject was treated with percocet and the event has not yet resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including vaginal-approach hysteropexy, sacrospinous ligament suspension, and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the subject experienced right buttock numbness and pain. The subject was treated with percocet and the event has not yet resolved. Additional information received on april 27, 2016 and may 9, 2016. On (B)(6) 2016, the subject presented to the emergency room with a urinary tract infection. She was treated with morphine and rocephin and the event resolved on (B)(6) 2016. On (B)(6) 2016, the subject experienced urinary tract infection. She was treated with macrobid and the event has not yet resolved.